Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced shortness of breath and atrial flutter. It was alleged that the implantable pulse generator (ipg) violated the upper tracking rate. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.